Event description:
A malfunction alarm occurred when the pump got wet from the patient's personal sweat, and the customer's blood glucose level displayed as "high." There was no adverse impact to the customer's blood glucose level. The customer used a correction injection via multiple daily injection (mdi) to address the high blood sugar, and technical support arranged to replace the pump. The customer was informed that they would receive a pump with updated software. The customer will rely on alternate method of insulin therapy multiple daily injection (mdi) until recieving the replacement pump.